Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two scs leads from the same lot number. It was reported the patient's scs system was explanted. The patient's physician stated the system was no longer helping relieve the patient's pain, and the patient had stopped using the system.